Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic, after feeling a device notifier. Patient reported symptoms of fatigue. Upon review, backup bvvi was observed. Device was restored to normal function, resolving the patient symptoms. Patient will continue to be followed normally.